Event description:
It was reported that shaft break occured. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon advancing, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. The hypotube is separated 29.7cm from the hub. Microscopic examination revealed that the tip is damaged. There is blood present in the guidewire lumen and hub. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the hypotube is separated but appeared to be kinked prior to separation.

Event description:
It was reported that shaft break occured. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon advancing, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.